Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
On the 16 april,2025 a glucose suspend alert was triggered by the system, which was attributed to a firmware bug causing inaccurate weight assignments across the sensing channels. The user was assisted with a firmware upgrade, which allowed the system to resume providing sensor glucose readings again. However, upon further review of the sensor data, a performance deviation was identified, and a sensor replacement was advised. A review of the raw sensor data showed transient optical instability in all 4 sensing areas, however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The observed instability is potentially related to the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4.date of this report 16 july 2025. D4.additional device information updated. G3.date received by the manufacturer? 16 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.